Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 65 mg/dl at the time of the incident. The customer was at 297 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as feeling paralyzed. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the piston moved and over delivered 100 units of insulin after a set change, without their knowledge. Troubleshooting was not completed as the customer was hospitalized. The insulin pump will be returned for analysis.